Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change procedure, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was stable. The physician elected to continue using the lead with the replacement ICD. Since the patient was in af and pacemaker dependent, the physician decided to not do dft testing. The patient was stable before, during and after the procedure.